Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2011, product type: lead. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that after a surgery in 2017 the patient didn¿t attempt to use the device until 3 weeks ago. The rep reported that the patient was unable to turn the device on. The rep also reported that the patient was getting a shocking sensation at the ins site and he felt shocks when he pushed on the battery. The patient was scheduled to meet with a rep on (B)(6) 2018. The issues weren¿t resolved. No further complications were reported. ***omitted information regarding surgery as it can be seen in (B)(4)***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the shocking was not determined, and has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not being able to turn their device on was due to forgetting hot to use their patient programmer (pp). The issue with not being able to turn on their device was resolved. No further information was reported.